Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head would not interrogate, the head also failed uplink tests and its cable was therefore replaced to resolve.

Event description:
It was reported that the radiofrequency programmer head would not interrogate implantable heart devices. The programmer along with its programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 229047 software analyzer. (B)(4).